Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 530 mg/dl and it was addressed with a manual injection. During the system check with tandem technical support, it was determined that the cartridge should be changed. It was confirmed that the customer had manual injections available.